Manufacturer narrative:
(B)(4)> device manufacture dates for lot 13h086: august 26, 2013 - august 27, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was returned for evaluation containing no fluid in the bladder. Visual inspection showed no signs of physical abnormality that could have caused the reported problem. A functional flow rate test was subsequently conducted on the sample. At the end of the flow test period, the flow rate was found to be within the specification range of the product. Therefore, the evaluation did not confirm the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor overinfused. This occurred during a patient infusion of 105 ml of 30.5 mg/ml of fluorouracil (non-baxter drug) in 0.9% sodium chloride (non-baxter drug). The reporter stated that the device was found to be empty after 24 hours instead of the expected 48 hours. At the end of treatment, the patient felt thoracic pain and a pain in the jaw (syndrome acute coronary). The patient was not hospitalized. No additional information is available.